Event description:
It was reported that an ilet user experienced a cgm pairing issue where the freestyle libre 3 plus sensor indicated the sensor was already in use by another device; the user was advised that the sensor must be started within the ilet app and was assisted in starting a new sensor with the standard warm-up. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included troubleshooting and user education regarding sensor pairing workflow and app usage. Investigation of this case revealed that the prior sensor session was active on a different device, preventing pairing to the ilet system, and the issue resolved after initiating a new sensor correctly within the ilet app. It was concluded, based on previously established findings for similar reports, that user setup on a non-ilet device led to the pairing conflict, and proper app initiation was the corrective action.

Manufacturer narrative:
Initial